Event description:
Reporter stated patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.6 inr. Patient was given 1 mg of vitamin k and advised to hold her coumadin for the day based on the meter result. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.